Manufacturer narrative:
(B)(4). Batch number: p5571y. Investigation summary: the analysis results showed that one ecr60b reload was received unfired, with the pan detached from the cartridge. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that when firing stapler, it didn't fire at all. Seems like a misplacement of cartridge into the jaw.